Manufacturer narrative:
Continuation of d10: product ID {guidewire}; product lot/serial number {unknown}; manufacturer: {unknown} product ID {evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the deliv sys d-evolutfx-2329 the valve was fully deployed. The nose cone was "overdrawn" as it was recaptured the in the descending aorta region. A kink was observed in the hollow tube connecting the nose cone and catheter. This kink prevented the guidewire from being advanced past it, resulting in a delay of approximately 3 minutes. No patient complications have been reported as a result of this event.